Event description:
Reuse technician was performing dialyzer reuse on a reuse cart. Only one dialyzer on system to be reprocessed. Operators manual and dialyzer facility reuse manual warn that the cart should be operated with minimum of four dialyzers. During the disinfectant fillings stage, a line disconnected secondary to increased pressure in system and technician was sprayed with a mixture of formaldehyde and ro water estimated to be <.8% formaldehyde. The spray hit the reuse technician's forehead and trickled down behind his face shield into his eyes. He immediately flushed his eyes at the eye wash station for 20 minutes. He was then taken to the local hosp. There, his eyes were flushed with 1 liter nss and he was given bleph-1 eye drops, ordered tid. Other instructions included follow-up in 24 hrs with his private physician or clinic, and return to work next day. Diagnosis: chemical conjunctivitis, +mild scleral injection. Reuse technician did not seek follow-up on his own accord. His supervisor arranged for the dialyzer facility medical director to see him. No problems, redness or irritation noted.